Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported that the customer's mother called to report that the customer had a low blood glucose event of 47 mg/dl. The customer treated with four glucose tablets, glucose gel, a glucose drink and a glucagon shot and still ended up having a seizure. Parents gave him a second glucagon shot and customer was unresponsive. They called the paramedics and by the time they arrived; the customer was conscious. Customer declined to be hospitalized but they still went to the emergency room for checkup. Mother declined transfer for assistance.